Event description:
It was reported to philips that the heartstart xl defibrillator attempted synchronized cardioversion five times with no result. There was no negative patient impact. Another device was used to treat the patient.